Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional details have been provided to date. Should additional information become available, a follow up report will be filed. (B)(4). Note: a total of two cases are associated with this complaint. This case is for the unknown number of patients and affected market units associated with this complaint. A separate FDA form 3500a has been completed for the known patient.

Event description:
Complaint received from a nurse reporting an adhesive issue with the product for an unknown number of patients and affected market units. Reporter stated "in four (4) months, the nursing team has observed that the product remains maximum for two (2) days adhered to the patient's skin." Reporter stated the products are used for fixation of urinary catheters in critical care patients. Reporter stated that "before applying the product, the nurse uses cavilon spray." Photos provided by reporter show the device partially adhered to the patient's skin. No patient details were provided by the reporter.

Manufacturer narrative:
The third party manufacturer reviewed the lot batch records for lot # 14k3030 and found no process deviation and no discrepancies. Quality control records for the finished product were reviewed and no failures were documented. All parameters met specification. The retained samples for the associated lot were checked and no failures were found. A photograph has been received for this complaint and was evaluated. This issue will be monitored through the post market monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be filed. (B)(4).